Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used, but it cannot be determined. The cause of foreign matter remaining in the equipment could not be determined. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a crack on the distal end, and the inside of the light guide lens contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.